Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implantable neurostimulator was not functioning for several years and the battery was dead. The physician removed the implantable neurostimulator, but the paddle lead was left implanted. The implantable neurostimulator was not replaced.